Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2017-00958, reference MFR. Report: 1627487-2017-06671. It was reported the patient experienced ineffective stimulation. Diagnostic testing indicated multiple high impedances. Reprogramming restored stimulation initially; however, the issue persisted. Subsequently, surgical intervention was undertaken on (B)(6) during which the existing lead and two extensions were explanted. The patient was re-implanted with a competitor's paddle lead which was attached to adapters.